Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent excision of prolapsed fallopian tube on (B)(6) 2010 due to prolapsed fallopian tube. On (B)(6) 2010 the patient underwent excision of eroded mesh with closure of vaginal wall defect due to eroded mesh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(6). It was reported that due to erosion of mesh, the patient underwent excision on (B)(6) 2010.

Manufacturer narrative:
(B)(4).